Event description:
It was reported that during right internal carotid artery (ica) aneurysm case, subject stent was implanted as a medical intervention. When deployed, tail of the subject stent was found abnormal and not opened sufficiently. The procedure was completed successfully, and the patient is recovering. No other information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if any of the devices failed to meet specifications, because the subject stent was not returned. Additional information provided by the customer stated for the 1st flow diverter, the device deployed in the catheter. The cause for dissection was the flow diverter. The 1st microcatheter was replaced along with the 1st flow diverter because the operator didn't know if the problem was from the microcatheter or flow diverter, so he replaced both of them. The anatomical locations of all implanted stents were the lower of ophthalmic artery (oa) for the second flow diverter and for the subject stent it was the tale of flow diverter, about c3. The subject stent was deployed inside the flow diverter stent. An assignable cause of undeterminable will be assigned to the reported code stent failed/unable to open as the subject stent was not returned for the analysis.

Event description:
It was reported that during right internal carotid artery (ica) aneurysm case, subject stent was implanted as a medical intervention. When deployed, tail of the subject stent was found abnormal and not opened sufficiently. The procedure was completed successfully, and the patient is recovering. No other information is available.